Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 432 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not wish troubleshooting. It was unknown whether the customer was using automode. Customer stated cannula was bent. The insulin pump will not be returned for analysis.